Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed blisters with bloody open wounds on his back. The irritation was open and bleeding. The patient was prescribed antibiotics from their physician. During a follow-up, it was reported that the patient's irritation improved after using the prescribed antibiotics.